Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a coronary stenting procedure with implantation of a 3.5 x 18 mm xience v stent in the proximal left anterior descending artery. On (B)(6) 2015, the patient experienced sudden heart failure. No treatment was provided and the patient expired. No additional information was provided.